Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during dwell 3 / 4. The home patient (hp) had two bags connected, and there were no bags disconnected and no leaks found. The technical service representative assisted the hp to clear the alarm and referred the hp to the nurse. No patient injury or medical intervention was reported. During a follow up phone call by product surveillance to the caregiver (cg) regarding the alarm, it was revealed that the cg was not able to figure out the cause of the alarm. The cg added that there were no defects on the supplies. The cg confirmed that she had notified the nurse. Per cg, hp did not have any injury or harm as a result of this incident. The cg did not know the lot numbers. Per cg, hp is continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.